Event description:
As reported by the user facility ((B)(4)): on a 7-day therapy, easypump has not worked properly. First day: worked correctly - from 2nd to 6th day: diffusion in 10 hours instead of 24h - 7th day: worked correctly. Drug: bristopen 12g/24h - total volume 120 ml - infusion via a piccline. The patient has no fever - the easypump was not near a heat source - during the night the easypump is on the blanket and the flow restrictor is in contact with the skin. The easypump is filled in by a nurse at patient's home. The customer thinks that the easypump is not fully filled but the nurse says she fills the pump at 120 ml.

Manufacturer narrative:
(B)(4). Statement from manufacturer: received one used, filled easypump ii lt 125-25-s without packaging, two filled easypump ii lt 125-25-s in open package and 7 unused easypump ii lt125-25-s in original sealed packing. The returned samples were then labeled from #1 to #10, as below: #1: used, filled easypump ii lt 125-25-s without packaging, #2, #3: filled easypump ii lt 125-25-s in open package, #4 - #10: unused easypump ii lt125-25-s in sealed original packing. The used sample and two samples in original packing were taken to a visual inspection. Damages were not detected. After opening the white clamps for sample#1, the pump did work (solution was running). After opening the white clamps for sample#2, the pump did work (solution was running). After opening the white clamps for sample#3, the pump did work (solution was running). Analysis: water flow rate test was conducted to sample#1 to #10. All samples passed. All samples passed water flow rate testing, with average of mean flow rate (10 samples) of 5.04 ml/hr, which is within specification of 5 ml/hr ± 15%. Fast flow rate could not be re-simulated from the returned used and un-used samples. As a conclusion, the fast flow rate complaint cannot be justified.

Manufacturer narrative:
(B)(4). We received one used, empty easypump ii lt 125-25-s without packaging. One unused easypump ii lt 125-25-s in open package, and eight easypump ii lt 125-25-s in original packaging. The used sample and two samples in original packaging were visually inspected. Damages were not detected. In as-received condition, the used sample the white clamp was closed. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Additionally, the used sample and the two samples in original package were filled with nacl 0.9 % up to the nominal volume and a functional test, respectively a leak test was carried out. After opening the white clamp and waiting for a while the pumps worked (solution was running). Leakages were not detected at the samples. Furthermore, we tested the flow rate of the 3 samples. Nominal: 5.0 m/h. Actual: used sample 7,1 ml in 1 hr; 13,8 ml in 2 hrs; 20 ml in 3 hrs. Actual: original sample 8,0 ml in 1 hr; 14,8 ml in 2 hrs: 20,9 ml in 3 hrs. Actual: original sample 7,5 ml in 1 h; 14 ml in 2 hrs; 19,9 ml in 3 hrs. The flow rate of the sample is not in accordance with the specification. Leaks were not detected on the samples. We have informed our manufacturer accordingly. A follow-up report will be provided after their statement is available. Reviewed the device history record and no abnormalities found during in process or final control inspection.